Manufacturer narrative:
We have received no further details of the event, and no evaluation report has been received from the manufacturer as of yet.

Event description:
As per a copy of an initial mir we received from the factory in (B)(4): product broke during use.